Manufacturer narrative:
The technician found the swivel ratchet was worn on the caster. The technician replaced the right head caster to repair the stretcher.

Event description:
Information received indicates the caster will continue to swivel after the brake is engaged.